Event description:
It was reported that on (B)(6) 2010, during a procedure in the right coronary artery (rca), the target lesion was treated with a 3.0 x 38 mm non-abbott stent and a 3.0 x 24 mm non-abbott stent. The patient was discharged on (B)(6) 2010 on aspirin and prasugrel. On (B)(6) 2010, the patient was re-admitted with unstable angina and cardiac catheterization was recommended. Coronary angiography from (B)(6) 2010 revealed the right coronary artery had 80% in-stent restenosis within the proximal vessel and 99% in-stent restenosis in the distal vessel. On (B)(6) 2010, the distal and proximal in-stent restenosis in the rca was treated with balloon angioplasty using a 3.0 x 20 mm non-abbott dilatation catheter in the distal and proximal in-stent restenotic segments in the rca. Post-angioplasty intravascular ultrasound revealed diffuse atherosclerotic disease of the distal rca, excellent stent expansion and apposition, severe in-stent restenosis within distal stent, mild diffuse in-stent restenosis within mid vessel and severe in-stent restenosis within the proximal vessel. The distal stent was then post-dilated using a 3.5 x 15 mm non-abbott dilatation catheter. Subsequently, the region of most severe distal in-stent restenosis, as well as the distal trailing edge of the native vessel was treated with placement of a 3.5 x 28 mm promus stent. This resulted in plaque shift within the distal vessel and was treated with placement of a distally overlapping 3.0 x 12 mm promus stent. Post-dilatation was performed within the stent overlap segment as standard procedure. The study stent in the proximal rca was then treated with pre-dilatation as it was undersized relative to the true vessel diameter.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us. This was considered as vessel remodeling. A 4.5 x 20 mm non-abbott dilatation catheter was then used to perform several high pressure inflations within the proximal segment. The same balloon was used to perform low to nominal inflations within the mid segments. Subsequent angiography demonstrated excellent flow and expansion within all treated segments. There was luminal haziness within the proximal study stent and stent recoil. The proximal rca was then treated with a 4.0 x 23 mm promus stent and post-dilatation within the proximal one-third of the stent, due to recoil and calcification. It was felt that high pressure balloon dilatation was required for full stent expansion. The event was considered to be resolved without residual effects and the patient was discharged on (B)(6) 2010. No additional information was provided. The additional promus stent is being filed under a separate medwatch MFR number. (B)(4): indication for use. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined, there is no indication of a product quality deficiency with respect to manufacture or design. It was reported the promus stent was implanted to treat in-stent restenosis of another stent. It should be noted the promus instructions for use states: the promus everolimus-eluting coronary stent system (promus stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. Safety and effectiveness of the promus stent have not been established for subject populations with in-stent restenosis. It is unlikely that the use of the promus stent to treat in-stent restenosis contributed to the reported patient effects.